Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) the investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the esm board has failed, all options have been deleted, it is impossible to update the software and download the event log". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.